Manufacturer narrative:
Visual inspection of the driver revealed physical damage to the primary motor and main printed circuit board assembly (pcba), and the secondary motor's cam follower out of the bottom dead center (bdc) position. The secondary motor cam follower may have been initially moved out of bdc position by a drop, near drop, or other rough handling, as evidenced by the observed physical damage to the driver. The driver's alarm history was reviewed and revealed a 0f code which is likely the customer-reported alarm as it is produced as a result of the primary motor not engaging for equal to or greater than 5 seconds after powering the driver. The reported alarm was likely caused by the driver operating on the secondary motor. When the driver is operating on the secondary motor, as designed the beat rate is set at 125 bpm and cannot be adjusted. The customer-reported alarm and inability to adjust the beat rate was most likely caused by secondary motor operation. Despite the observed secondary motor cam follower being out of bdc. Position, testing confirmed that the driver functioned as intended on both the primary and secondary motor circuits. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce-4752 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm upon startup and the beat rate could not be changed in preparation for return to patient support.